Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter struts perforated the inferior vena cava. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary:the device was not returned for evaluation. Medical records were provided and reviewed. Bard g2 filter was implanted in an infra renal location for patient due to deep vein thrombosis. The filter itself was tipped and a c-2 catheter advanced through the filter in an attempt to straighten it. Approximately ten years and ten months post filter deployment, computer tomography (CT) revealed that the filter tip was approximately 3 cm inferior to the right renal vein. Some of the prominence of the filter appear to project outside the caliber of the inferior vena cava. Therefore, the investigation is confirmed for positioning issue. However, the investigation is inconclusive for perforation of the inferior vena cava (ivc) because based on the medical record provided, some of the prominence of the filter ¿appear¿ to project outside the caliber of the inferior vena cava.¿based upon the available information, the definitive root cause is unknown. Labeling review:a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11: d1,d4(product catalog number),h6(result). H11:section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for perforation as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that sometime post filter deployment, it was alleged that the filter had multiple struts that are perforating the patients inferior vena cava. There were no reported attempts made to retrieve the filter. The current status of the patient is unknown.